Event description:
I had the essure device implanted on (B)(6) 2014. Within 3 weeks side effects. I started experiencing severe, chronic migraines which were debilitating. Then I started getting joint pain, back aches, general fatigue, "brain fog", and was experiencing severe abdominal pains. I consulted with my doctor she sent me for a CT scan. And now I am scheduled for a complete hysterectomy (B)(6) 2014.